Event description:
A male patient with a history of prior ipsilateral femoral access procedures, hypertension, hypercholesterolemia, and cardiovascular disease, underwent a coronary diagnostic procedure in 2008. Peri-procedural heparin was administered to the patient. A 6f sheath was used to access the right femoral artery. At the end of the cath procedure, the physician, trained to the mynx, proceeded to use the mynx for femoral artery closure. The device was deployed and hemostasis was successfully achieved. The following month, the patient underwent a right groin ultrasound due to complaints of pain and palpable abnormality of the right groin. The ultrasound was negative for a pseudoaneurysm. It was reported that the swelling decreased, but then later worsened. Eleven days later, the patient was admitted to the hospital with complaints of increasing right groin pain, swelling, and redness at the vascular access site. An infectious disease physician was consulted to see the patient. The patient was treated with IV antibiotics during the hospitalization. Needle aspiration of the right groin was performed and sent for culture, which was positive for many neutrophils, several gram positive cocci, and a "few" methicillin susceptible staphylococcus aureus (mssa). The patient was discharged with a course of oral antibiotics eight days later. No further information could be obtained.

Manufacturer narrative:
A review of the lot history record (lhr) was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements. Infection is listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; however, based on the information provided and the investigation performed, the root cause of the reported infection is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. The aware date of this incident is months after the date of occurrence, due to the fact that aci was made aware of this incident through data of a physician-initiated study. Device code: other for no allegation of device malfunction or non-conformance.